Event description:
The customer contacted the company's customer experience team via facebook messenger to report that their iud was displaced while using the device. The company followed up with the customer via email. The customer responded, stating that they had experienced some discomfort during sex and reached out to their obgyn who sent them for a transvaginal ultrasound. The imaging confirmed the displacement of their iud, which was subsequently removed and replaced. The customer also stated that their treating provider advised them to discontinue their use of any type of menstrual cup as the suction may contribute to their iud shifting out of place. Other than the discomfort noted above, the customer did not report any other adverse symptoms. The instructions for use that are provided in the packaging with the device state "consult your doctor if you are using an intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex cup." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.